Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
Upon inspection in MDR, it was noticed the t-handle from our hip set was cracked. It is unclear if it happened intra op as it was not noticed until going through processing. No medical intervention or surgical intervention was required and I have no patient information. I was made aware of this today at 930am ([redacted]). MDR can no longer sterilize and guarantee sterility of the cracked handle and it needs to be replaced. 200142000: joint reconstruction, side affected: not applicable, quantity affected: 1, quantity available to be returned: 0. List any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? No. If available, provide the product order number (po). (B)(4), t-handle excel x 1 po (B)(4) line 1. Do you need product packaging to send the product back? No. Would you like a return label at the end of this process? No.